Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) months post procedure the patient came in for their transesophageal echocardiogram (tee) follow up imaging procedure. The tee imaging showed that there was a device related thrombus present on the atrial side of the closure device. The physician started the patient on eliquis in response to this event. One month later the patient was put on a dual antiplatelet therapy (dapt) medical regiment. Five (5) months post procedure tee imaging showed that there was still a device related thrombus present, and the patient was restarted on eliquis. Eight (8) months post procedure the thrombus was resolved, and the patient was put on an aspirin medical regiment. One month later the patient was admitted to the hospital due to a pulmonary embolism due to deep vein thrombosis and was restarted on eliquis. 15 months post procedure tee imaging showed a small thrombus present. The physician plans to perform a follow up tee in 6 months.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) months post procedure the patient came in for their transesophageal echocardiogram (tee) follow up imaging procedure. The tee imaging showed that there was a device related thrombus present on the atrial side of the closure device. The physician started the patient on eliquis in response to this event. One month later the patient was put on a dual antiplatelet therapy (dapt) medical regiment. Five (5) months post procedure tee imaging showed that there was still a device related thrombus present, and the patient was restarted on eliquis. Eight (8) months post procedure the thrombus was resolved, and the patient was put on an aspirin medical regiment. One month later the patient was admitted to the hospital due to a pulmonary embolism due to deep vein thrombosis and was restarted on eliquis. 15 months post procedure tee imaging showed a small thrombus present. The physician plans to perform a follow up tee in 6 months.